Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unable to determine frozen screen, this alarm is generated when a power failure is detected, motor safety circuit failed test or blank display anomalies noted during testing due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had red x on screen and also had multiple error. The insulin pump went blank. Customer was advised the insulin pump will need to be replaced. The alarm did not cleared by selecting ok. Insulin pump screen did not turn off after reset. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.